Manufacturer narrative:
Product complaint # ==> (B)(6) updated section on this medwatch report: b4, b5, e1, e2, e3, g3, g6, h2, h6 and h10. Section b5: additional information received indicated that the event date is unknown. No intervention/treatment was required for the sah. The sah did not result in prolonged hospitalization. No further information could be obtained. Section e1. Initial reporter phone:(B)(6) a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a 74-year-old male patient with a history of diabetes mellitus, atrial fibrillation, hypertension, and ulcerative colitis presented with a right middle cerebral artery (proximal m1) occlusion with nihss score of 2 (left hemiplegia), japan coma scale (jcs) score of 3, glasgow coma scale (gcs) score of e4v2m5, and dwi-alberta stroke program early computed tomography scores (aspects) of 8 and subsequently underwent mechanical thrombectomy with a 5mm x 3mm embotrap ii revascularization device (et009533/unknown lot number). A 4mm x 40mm solitaire fr stent retriever (medtronic) was used for the first pass; the physician encountered intensive resistance during use of the solitaire stent retriever, so he replaced the solitaire with the embotrap ii. The embotrap ii was used for two additional passes, but all of the thrombus was unable to be removed. There was no finding of intraoperative extravasation, however, subarachnoid hemorrhage (sah) occurred on the following day. The patient has been to the hospital regularly for rehabilitation. The physician commented that the suspected origin was embolism was cardiac and ¿it would have been difficult even if other stents were used¿. Concomitant devices included an 8f sheath introducer (brand not specified), a chikai guidewire (asahi intecc), an 8f optimo balloon guide catheter (tokai medical), and a trak 21 microcatheter (stryker). Commonly used medications included xarelto, glactiv, etc. Of note, the patient stopped taking xarelto for several days to receive a coronavirus vaccine. Additional information received on 25-oct-2021 indicated that the patient did not experience any symptoms due to the sah. The left-sided paralysis was a symptom of the baseline ischemic stroke. Neither medical intervention nor prolonged hospitalization were required. Additional information received on 09-nov-2021 indicated that the event date is unknown. No intervention/treatment was required for the sah. The sah did not result in prolonged hospitalization. The device was discarded therefore no further investigation can be performed. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Hemorrhage is a known potential adverse event associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap ii instructions for use (IFU) as such. The embotrap revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. With the information provided, it is not possible to determine whether the sah was secondary to iatrogenic vessel injury or a consequence of hemorrhagic transformation of the baseline ischemic stroke. Because of diminished autoregulation in vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, there is increased risk of hemorrhage upon return of normal blood flow. The use of tpa also puts the patient at a higher risk for experiencing hemorrhagic transformation. Review of the available information suggests that patient, procedural, and pharmacological factors may have contributed with no indication of a device malfunction or defect. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. Lot: lot numbers was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional that a (B)(6)-year-old male patient with a history of diabetes mellitus, atrial fibrillation, hypertension, and ulcerative colitis presented with a right middle cerebral artery (proximal m1) occlusion with nihss score of 2 (left hemiplegia), japan coma scale (jcs) score of 3, glasgow coma scale (gcs) score of e4v2m5, and dwi-alberta stroke program early computed tomography scores (aspects) of 8 and subsequently underwent mechanical thrombectomy with a 5mm x 3mm embotrap ii revascularization device (et009533/unknown lot number). A 4mm x 40mm solitaire fr stent retriever (medtronic) was used for the first pass; the physician encountered intensive resistance during use of the solitaire stent retriever, so he replaced the solitaire with the embotrap ii. The embotrap ii was used for two additional passes, but all of the thrombus was unable to be removed. There was no finding of intraoperative extravasation, however, subarachnoid hemorrhage (sah) occurred on the following day. The patient has been to the hospital regularly for rehabilitation. The physician commented that the suspected origin was embolism was cardiac and ¿it would have been difficult even if other stents were used¿. Concomitant devices included an 8f sheath introducer (brand not specified), a chikai guidewire (asahi intecc), an 8f optimo balloon guide catheter (tokai medical), and a trak 21 microcatheter (stryker). Commonly used medications included xarelto, glactiv, etc. Of note, the patient stopped taking xarelto for several days to receive a coronavirus vaccine. Additional information received on 25-oct-2021 indicated that the patient did not experience any symptoms due to the sah. The left-sided paralysis was a symptom of the baseline ischemic stroke. Neither medical intervention nor prolonged hospitalization were required. No further information was provided.